Event description:
The device was returned for service unrelated to the reportable malfunction. During the repair evaluation, it was discovered the unit's audible alarm would function on an intermittent basis. There was no patient involvement malfunction identified on the technician's bench.